Event description:
Customer reportedly received results of 193 mg/dl and 104 mg/dl within 10 minutes on the advantage system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-00820, for the other associated device information. It was reported to boston scientific corporation that two defective resolution clip devices were used during a hemostatic clipping in the gi tract, performed on (B)(6), 2010. According to the complainant, during the procedure, in both instances, the physician positioned the clip and was unable to advance the clip out of the sheath. The case was completed with a third resolution clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.